Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented at in-clinic follow up exhibiting far r-wave over-sensing with episodes of automatic mode switch recorded by the implantable cardioverter defibrillator. Programming interventions were made. The patient was stable, and will continue with scheduled monitoring.